Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tibial tray trial fractured. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h4; h6. D4: UDI - no UDI - device was manufactured prior to UDI mandate and therefore, was not issued a UDI at the time of manufacture. Visual examination of the provided picture identified an anterior section of the trial has fractured off. Fracture surface cannot be analyzed without product return. There are gouges and scratches throughout consistent with repeated use. Product information verified from lot etch. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The lot was manufactured in april 2013 and has therefore been in the field for approximately eleven years and six months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. The reported event is confirmed from the provided picture. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.